Event description:
An ophthalmologist reported that a pt experienced prolonged increased intraocular pressure after cataract surgery with use of headon gv on event the date. The pressure reading immediately after surgery was 70mmhg. Later that night the reading was also 70 mmhg. Over the course of the next two days, five paracentesis procedures were performed to remove fluid. Immediately after each procedure, the pressure increased to between 50-70 mmhg. The physician states that the increased pressure was non-responsive to medical therapy. The pt was treated with diamox, osmoglyn, alphagan timolol, trusopt and xalatan. 2 days after event date, an anterior chamber (ac) washout was performed to remove any presumed remaining healon gv particles. The physician states that none were observed. The intraocular pressure returned to normal immediately afterward, and remaind normal with readings between 10-15 mmhg. The pt recovered.